Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, tandem technical support helped the customer to clear the alarms and the customer continued to use the pump for insulin therapy.